Event description:
In 2003, the pt was seen at the center for initial stimulation. Testing revealed out of range impedance values on two electrodes and open circuits on nine electrodes. External equipment was exchanged. However, the problem was not resolved. The pt reported auditory sensation on one channel and no auditory or tactile responses on some channels. No facial nerve stilumation was observed during this testing. In 2003, the audiologist reported that the pt's electrode array was not in the cochlea. An x-ray was requested. One week later, the audiologist confirmed that the electrode array was not in the cochlea. The surgeon recommended repositioning of the electrode array. Surgery has yet to be scheduled.